Event description:
It was reported that this right ventricular (rv) defibrillator lead exhibited high out of range pace impedance measurements greater than 3,000 ohms. Technical services (ts) discussed troubleshooting options. The patient will continue to be monitored. No adverse patient effects were reported. The lead remains in service.